Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 0.0590" at the swaged end compared to the nominal pin diameter of 0.0590". Measurement results suggest the pin is not swaged at all. Grip and other components adjacent to the dislodged pin do not show damage. Additionally, the instrument was found to have a frayed grip cable at both the proximal clevis hole and the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument's head dislodged from the joint. The procedure was completed with no reported injury intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted damage was noted when instrument was not in use. There was no report of fragments falling into the patient.